Event description:
It was reported that asymptomatic patient presented to the hospital for normal follow-up. Insulation abrasion was noted. No electrical anomalies were noted. Upon review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received.